Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is calling back after receiving a new battery cap to report that the insulin pump had a blank display and an unexpected pump error during normal use. The customer stated that when the battery cap was moved the display screen came back on for the customer. Blood glucose level at the time of the incident was 183 mg/dl. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected battery out limit. No blank display. Lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.